Event description:
As reported on (B)(6) 2013 a (B)(6) female patient presented for a thrombectomy procedure of the left arm. During the procedure, the treating physician inflated the pta balloon to 10 atm at which time the balloon burst. The device was removed from the patient and set aside. The procedure was successfully completed with a new of the same device. It is reported the patient is doing fine and has suffered no harm or injury due to the event. The reported failed device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. A review of the lot history records was performed for the reported packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).